Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly; the buttons got stuck and received a stuck button alarm. The customer also reported that the label was misising, removed, worn or faded following the usage. The customer reported no adverse event. The event involved product(s) unk_ngp. Troubleshooting was performed for the keypad anomaly and label damage and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. No product return is required for unk_ngp.

Manufacturer narrative:
The pump had no button response. Unable to perform the self test due to no button response. Unable to test for stuck key alarm, stuck button alarm or alarm-keypad/button error due to no button response. Unable to download history files and traces using thump due to no button response. Removed the keypad overlay to perform a visual inspection and found corroded keypad traces. Pump was cut open to perform visual inspection and found corroded pcba1 and pcba2. The motor had moisture damage. No damage noted on the force sensor. The pump had no button response due to corroded keypad traces and corroded electronic assembly. Unable to perform the history review 2 days prior to the event date 11-apr-2025 in the pump history file no button response. Using a test case/test pcba 1 and the original pcba 2, the pump was unable to download. The pump was received with a missing serial number label. The following were noted during visual inspection: minor scratched display window, torn display window cover, scratched case, cracked battery tube threads, cracked case battery tube side, cracked case at the corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay and stained keypad overlay. Activation-keypad/button unresponsive confirmed. Alarm-keypad/button error unknown. Damage- label damage or missing confirmed. Upload error confirmed (unable to download history files and traces using thump). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.